Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the system controller (serial number: (B)(6)) was exchanged due to a loss of external power. Log file data from the event date of 10dec2025 was reviewed. Between 10:53 ¿ 10:58, atypical low voltage and power cable disconnect alarms activated due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. A no external power alarm did not activate before the driveline was disconnected. At 10:58, the driveline was disconnected from the controller. The driveline was reconnected at 11:09, but the controller was not connected to external power, so the pump was unable to start. The controller was connected to external power at 11:10, and the pump was able to start as intended. At 11:11, the driveline was disconnected again, and the controller was shut down at 11:14. No other notable events were observed in the data reviewed. The system controller returned for evaluation and damage was noted on the black power cable. The continuity of the wires was measured, but all wires remained within specification, even while manipulated. The outer layers of the cable were stripped, and minor damage was noted on the underlying wires was noted, but the wires¿ continuity remained within specification, even when directly manipulated at the site of damage. The reported event could not be reproduced. Provided information indicated that the reported event resolved with the final controller exchange, and that the additional controller exchanges were due to user error. The root cause of the controller exchange was determined to be due to atypical low voltage and power cable disconnect alarms; however, the root cause of the atypical low voltage and power cable disconnect alarms was not able to be determined via this investigation. The root cause of the additional driveline disconnect and the no external power alarms were determined to be due to user error. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, low voltage, and power cable disconnect alarms. Section 2 of the patient handbook entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 2 of the patient handbook (¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are instructed to connect the backup controller to a power source before exchanging controllers. It also states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. The IFU and patient handbook under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called due to a no external power alarm on mobile power unit (mpu) power. The patient switched the system controller. After the system controller was exchanged to the new controller, the new controller was not on external power. The log files were submitted for review. The patient stated that they were connected to the mobile power unit (mpu)/wall power when the no external power alarm occurred. The event log files captured on 10dec2025 low power advisories while connected to the mpu at 10:54:00 and it appeared that the black power lead was not connected to power, the driveline was disconnected at 10:59:44, the pump was back on at 11:10:43, and the driveline was disconnected at 11:11:27. The log files for the new system controller were submitted for review. The event log files captured on 10dec2025 the pump running at 10:59:00, the driveline was disconnected at 11:09:01, the pump was back on at 11:11:20, and power cable disconnect alarms for both power leads at 11:12:14. (B)(6) was exchanged and removed from use, and (B)(6) was made the patient's new primary controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The multiple driveline disconnect alarms were due to the patient disconnecting the driveline and performing a controller exchange at home without help. All alarms resolved after the final controller exchange and the previous controller was removed from use.